Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2017 with the following findings: the battery compartment was found to be cracked at the top. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Reporter: animas corporation. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 10/09/2017.